Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2001 and a left total hip arthroplasty on (B)(6) 2002. Patient's legal counsel further reports patient allegations of pain, bone/tissue damage, elevated metal ion levels and metallosis. Subsequently, patient's legal counsel reported patient underwent a left hip revision procedure on (B)(6) 2012. Review of invoice history confirmed the modular head, acetabular cup and metal liner were removed and replaced. There has been no reported right hip revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6), 2001 and a left total hip arthroplasty on (B)(6), 2002. Patient's legal counsel further reports patient allegations of pain, bone/tissue damage, elevated metal ion levels and metallosis. Subsequently, patient's legal counsel reported patient underwent a left hip revision procedure on (B)(6), 2012. Review of invoice history confirmed the modular head, acetabular cup and metal liner were removed and replaced. There has been no reported right hip revision procedure. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted that the left hip revision performed on (B)(6), 2012 was due to pain, instability and elevated metal ion levels. It was further noted the presence of brownish fluid, brown and necrotic appearing tissue, osteolysis, bone loss and cysts.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "postoperative bone fracture and pain." Number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 7 of 7 MDR's filed for the same event (reference 1825034-2014-00482 / 00488).